Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Sus voluntary event report: #mw5069041. Event description: patient rushed to operating room stat for a perclose stuck in right groin and unable to remove. It was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6f sheath using the pre-close technique prior to an impella interventional procedure. Reportedly, the proglide device was stuck in the right groin and was unable to be removed. The patient was taken to the operating room. The proglide device was removed via cut down and hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient was discharged to home on (B)(6) 2017. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.